Event description:
The device was received for service with the report "failure code 812:02". Info was not provided regarding whether or not the device was in pt use when the reported event occurred. The hospital rep stated they have no record of any pt incident involving the pump since the last baxter service event. No additional contact info was provided.